Event description:
The customer reported seven erroneous total beta human chorionic gonadotrophin (tbhcg) results involving unicel dxi 800 access immunoassay system. This is report number four. It is unknown if the erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The unit failed the foam portion of the diagnostic testing. The fse replaced the aspirate probe tubing. The diagnostic testing was repeated and all portions passed within specifications. The fse noted the peristaltic tubing was completely flattened and replaced the tubing. The fse replaced the peristaltic pump. Note: restricted aspirate tubing would cause incomplete aspiration of unbound particles, thus producing elevated results. The customer stated it is standard practice to test all beta human chorionic gonadotrophin (bhcg) testing in duplicate. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable event. This medwatch report is related to mdrs: 2122870-2011-03863, 03864, 03865, 03867, 03868, 03869.